Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 480mg/dl. It was stated that the health care professional change the basal and boluses rates prior to the customer's admission without results. Troubleshooting was performed. The displacement, prime, and high pressure tests were performed and they passed. It was mentioned that the infusion set and site were changed, but the high blood glucose persisted. No further information was provided.